Manufacturer narrative:
(B)(4). The customer completed the repair of the ventilator. Covidien was not authorized to service the ventilator.

Event description:
Report received of the ventilator's touchscreen working intermittently. The ventilator was not on a patient at the time of the event.